Manufacturer narrative:
The customer reported that the unit was failing the defib test/pads portion of the op check. The unit was evaluated at philips, and the symptom was verified. Replacing the therapy pca resolved the issue.

Event description:
The customer reported that the unit was failing the defib tests/pads portion of the op check. The unit was evaluated at philips, and the symptom was verified. Replacing the therapy pca resolved the issue.